Event description:
It was reported that a respiratory problem occurred while intubated and ventilated. A hole was found beneath the insertion point of the small blue pilot balloon tube, at the detachment point. The issue created a respiratory problem with a risk of aspiration for the patient. The endotracheal tube was replaced. There was a patient involvement but no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.